Manufacturer narrative:
This supplemental report is to provide additional details for the event description (b5).

Event description:
The customer confirmed the fragment was retrieved with no health hazard to the patient, however, the location of where it fell inside the patient and how it was retrieved is unknown.

Event description:
Olympus (omsc) was informed that during a transurethral resection in saline procedure the loop part of the single use, high-frequency resection electrode fell off into the patient¿s body. All debris has been collected. The intended procedure was completed by switching out with another of the same product. No health hazard to the patient was reported to olympus.

Manufacturer narrative:
Olympus requested additional details regarding the reported device and event, but the information is pending. The subject device was returned to olympus for evaluation. The evaluation confirmed the customer¿s reported issue, the loop at the distal tip of the electrode was damaged/detached (in one piece) near the insulation coating. The insulation coating is charred, and the loop wire had charred tissue attached to it. The arm portion is deformed/bent, narrowing at the tip. The cause of the damaged loop wire is unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue and damage are attributed to wrong handling of the device. It can likely that the damage to the electrode was caused by a tensile load. Olympus will continue to monitor field performance for this device.